Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that the incision opened up with nearby hematoma following implant which lead to an infection. The infection was treated with antibiotics and it healed. The healthcare provider (hcp) was looking for guidance for managing the open incision and leaving the device after infection. Follow-up is being conducted to determine patient outcome.